Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that patient said wither the ins or insr does not have any battery in it. Caller also reported that the patient cannot charge the ins but then clarified and stated he is just speculating this because patient reported the ins or insr has no battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain. The hcp reported that the device hadn¿t been working in a couple of years. The hcp didn¿t know what that meant. No further complications were reported.